Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when they pull the cap off, the needle goes flying and falls off and the little tip of the syringe breaks off. They've gone through 3 boxes with this happening but still have 3 more boxes with the same lot number. Per additional information received, the entire top/needle broke off when they attempted to remove the cap. There was no patient injury reported.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was produced between (B)(6) 2022 and (B)(6) 2022. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.